Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert accessory's blade was broken. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic insert was analyzed and found to have a broken blade. The blade broke at roughly 2.75mm from the base. The broken piece was not returned. The size of the missing piece is approximately 2.21mm x 12.05mm. Components adjacent to the broken blade did not show damage. Additionally, the instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, and the instrument generated the message "replace instrument". The root cause is related to the broken blade at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.